Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+0.5/140 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The lens will be monitored over the next months. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+0.5/140 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The lens will be monitored over the next months. The cause of the event was unknown.

Manufacturer narrative:
B5 - "the lens will remain implanted. Surgeon decided no to do any further interventions. Patient is happy." Should be added to inital MDR. Claim #: (B)(4).